Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced a hematoma and a skin flap infection following head trauma to the implant site. The recipient was recommended device non-use from late (B)(6) 2017 until (B)(6) 2018. On (B)(6) 2017, the recipient's fluid was drained. On (B)(6) 2018, the recipient was hospitalized. On (B)(6) 2018, the granulation tissue was cleaned and the recipient's device was explanted. The recipient's infection has reportedly healed.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring, silicone damage on the top cover, and tool marks along the flange prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.